Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device stopped turning after a short time of use. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07586 and medwatch 2210968-2012-07587. The same patient is represented in each medwatch.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. The blade likely didn't advance during the evaluation as a result of the softened condition of the yoke from the wet decontamination process. Furthermore, it is likely that the blade didn't rotate as intended as a result of the accumulation of blood, body fluids, and tissue during the procedure.